Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a system controller exchange was confirmed via the provided information and the submitted log files. Provided information stated that the serial number of the controllers when the patient presented to (B)(6) hospital are: primary ¿ (B)(6) and backup ¿ (B)(6). In addition, the new controllers that were replaced in florida were: primary ¿ (B)(6) and backup ¿ (B)(6). The heartmate ii system controller was exchanged due to the reported driveline fault alarms. The patient's primary controller was exchanged to the backup controller when the driveline fault alarm conditions began with the intention of resolving the alarms; however, the alarms did not resolve. The heartmate ii system controller (serial number ((B)(6)) was not returned to abbott; however, log files were submitted for analysis. The submitted log file (B)(4) and (B)(4) contained overlapping events spanning approximately 30 days ((B)(6)2021 ¿ (B)(6)2021 per the timestamp). The driveline was disconnected on (B)(6)2021 at 07:11:24 and remained disconnected until the last event in the log fie (B)(6)2021 at (07:12:50); which is consistent with the controller exchange. The log file captured yellow wrench advisory alarms active on (B)(6)2021 at 04:39:44 to 07:11:24 due to a driveline fault alarm. The driveline was then disconnected on (B)(6) 2021 at 07:11:24 to change controllers due to the driveline fault alarms. The root cause of the controller exchange following the driveline fault alarm conditions was due to fractured underlying wires in the driveline of the pump. This is further addressed in the pump investigation (refer to manufacturer's report # 2916596-2021-02843). Heartmate ii instructions for use (IFU), under section 7 ¿alarms and troubleshooting covers all alarms (visual and audible), including the, driveline fault alarm condition, power cable disconnect alarms, and the actions to take if the alarms cannot be resolved. This section also informs the user that some alarms, including the driveline fault alarm, are only displayed on the system monitor and not on the system controller. Heartmate ii instructions for use (IFU), under section 3 ¿ ¿powering the system¿ and heartmate 3 patient handbook section 3 ¿ ¿powering the system¿ explains the various ways to power the heartmate 3 lvas, and how to properly exchange power sources. It also states that at least one system controller power cable must be connected to a power source at all times and informs the user not to rely on the controller¿s backup battery, as it will only power the pump for a limited amount of time and the pump will stop. Heartmate ii patient handbook and heartmate ii instructions for use (IFU)caution users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. The device history records were reviewed and the records revealed the heartmate ii system controller (serial#: (B)(6)) was manufactured in accordance with manufacturing and qa specifications. (B)(6) was shipped to the customer on (B)(6) 2016. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturers investigation is completed.

Event description:
It was reported that the patient had a driveline fault alarm in the morning. The log file displayed driveline fault alarms on (B)(6) 2021 followed by driveline disconnects on (B)(6) 2021 that were associated with a controller change. The patient exchanged the primary controller and the alarm did not resolve. The patient denied any complaints associated with reported issue. The log file displayed driveline fault alarms following the exchange. The controller was exchanged again and the driveline fault did not return on the new controller. The driveline fault reoccurred on (B)(6) 2021. The phase data indicated that the green wire was displaying degradation which was causing the alarm. The x-ray images of the driveline did not show anything conclusive. There were a few bends in the driveline internally and externally, but that could also just have been the angle of the image. A complete driveline replacement was performed on (B)(6) 2021. The patient did not have any driveline faults after the repair was completed. Related manufacturer report number of pump: 2916596-2021-02843. Related manufacturer report number of backup controller: 2916596-2021-03167.